Manufacturer narrative:
The insulin pump alarmed a21 due to broken solder joint on c13i/b. The device was received with minor scratched display window and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump gave an error alarm. The blood glucose reading was not given. Nothing further was reported.